Event description:
There was an allegation of questionable Elecsys Anti-HBc II and Elecsys Toxo IgG Immunoassay results for 2 patient samples on a cobas e 411 analyzer (rack system), and also compared to an Abbott Alinity analyzer.On (b)(6) 2026, sample 1 had an initial Anti-HBc result of 0.921 U/mL (positive).On (b)(6) 2026, the sample was re-centrifuged and repeated and the result was 2.0 U/mL (negative).On (b)(6) 2026, sample 2 had an initial Toxo IgG result of 17.47 IU/mL (positive).The sample was sent to another laboratory for testing and the result was 1.2 KUI/L (negative) on an Abbott Alinity analyzer.The sample was repeated on the initial e 411 analyzer and the result was similar to the initial result. The exact result was not provided.An aliquot of the sample was repeated at the external laboratory and the result was 1.2 KUI/L (negative) on the Abbott Alinity analyzer.

Manufacturer narrative:
The Toxo IgG reagent lot number is 866816.The Anti-HBc reagent lot number is 882768.The expiration dates were not provided.The field service engineer (FSE) performed annual maintenance.The service maintenance actions performed by the FSE resolved the issue. No further issues were reported after the service visit.